Event description:
Pt was feeling funny and tried to test their surgar and the test would nto start. They wanted to test so they could give themself insulin. Family member called the paramedics, because pt was acting funny and pt was unable to get a blood reading. When the paramedics arrived they tested them at 586mg/dl. They treated pt with insulin and IV. Pt was not taken to the hosp. After paramedics left, family member found pt's old ultra meter and tested pt and their sugar was 100mg/dl. Customer service was unable to resolve the issue and sent pt a new meter.